Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that the helix would not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted and covered in tissue. The helix was bent, and no further testing was possible. Damaged at implant attempt.

Event description:
On (B)(4) 2016: it was further reported that the lead was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.